Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient's controller did not pass the functional check after smr update, due to a "no-power alarm failed". An elective controller exchange was performed and it was stated that there were no effects or consequences to the patient. No further information available.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of no sound was confirmed through functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to audio alarm not being activated during simulation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of no sound was confirmed during simulation of double disconnect, the controller did not sound and was attributed to the internal cell battery being run down. The most likely root cause of the reported event can be attributed to internal cell battery run down. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.